Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found aagrey dust-like contamination on the rear panel exterior, slight dust like contamination was observed around the iso port, dust/dirt contamination on the enclosure top, under the right-side accessory door and on the underside of the door, a fine white dust like contamination on the blower housing, keratin like contamination on the blower box outlet, a fine white dust like contamination on the blower housing. The device's downloaded event log was reviewed by the manufacturer and found error code e-200. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of dust, fibrous and hair like contamination on the tubing connector and on the top surface of the flip lid, severe mineral deposits throughout the water tank, mineral deposit debris and fibrous contamination on the heater plate, dust and fibrous contamination throughout the humidifier bottom enclosure, mneral deposits on the flip lid seal and the drybox seal, unknown red/brown contamination on the top enclosure near the flip lid latch indent. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of dust-like contamination within the device. Section d9, g3, h6 has been updated / corrected.